Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to leakage from the reservoir. No other adverse patient effects were reported.

Event description:
Additional information received further reported that the reservoir was unable to be removed, and remained implanted. The device was revised; the cylinders were explanted.

Manufacturer narrative:
A titan pump, cylinders 1 and 2, and detached inlet tube were received for evaluation. Partial separations within abrasion were noted on the longer exhaust and inlet tube of the pump. These are not sites of leakage. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tube of cylinder 1. No functional abnormalities were noted with either cylinder. A group of striations, indicating contact with unshod instrumentation, was noted on the inlet tube. This was a site of leakage. Partial separations within abrasion were noted on the inlet tube. This was not a site of leakage. One detachment end revealed the surfaces to be rough and irregular and had a jagged appearance, indicating stress was exerted. According to the available information an inflatable penile prosthesis was remove/replaced on (B)(6) 2021 due to the implant leaking from the reservoir, malfunction. Additional information received indicated the old reservoir was unable to be removed, so remains in the patient. The information received indicated a leakage from the reservoir, but because the reservoir was not returned and no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the detached inlet tube occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. D4 lot# 5722349.